Manufacturer narrative:
Continuation of d10: product ID wr9230 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the wireless recharger had shown that there was no ins secret key, confirming a failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep stated that last night the patient's daughter (patient rep) notified them that they were getting a 'recharger is inactive' message on the handset. Patient rep reports that she was able to pair the handset to the wireless recharger (wr) by entering the serial number manually and not by scanning the code. The rep also mentioned that the power button turned red on friday when they were with the patient at the hospital, but the circumstances around that issue were unknown. When they gave the wr to the patient, the device was fully charged and had been plugged in the night prior. Rep was not with the patient at the time of the call to further troubleshoot device. Patient services (ps) reviewed "inactive wr" information with the mdt rep and suggested the patient or patient rep call ps to further troubleshoot. Patient rep called to report that they weren't able to charge patient's implant because they would try to turn the wr on but the wr wouldn't stay on - it would show a red power light, tone an alert noise and then shut off. During call, ps had rep try to connect to recharger application, but 'recharger inactive' kept coming up and wr would not stay on (all three battery lights on wr were green so wr was fully charged). Ps had rep hard reset wr twice (off and on dock) and power off/on handset and retry but issue was not resolved. Tech services recommended rep move locations and retry but that didn't work. 'Recharger is inactive' appears in the recharger app. Agent had the rep press 'connect' and they could see the serial number of the wr on the screen below the words 'connecting to recharger.' The rep then saw the 'recharger not found'error message. Extensive troubleshooting did not resolve the issue so an email was sent to repair to replace the wr. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.